Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer investigated the anesthesia system at the hospital. The investigation concluded that the inspiratory pressure transducer was faulty and needed to be replaced. After replacement of the faulty part and successfully testing, the anesthesia system was cleared for clinical use. The replaced part was scrapped which prevents further technical investigations. A complete set of device logs has been received and the test log shows that the inspiratory pressure transducer's gain correction factor was outside its allowed limits on several occasions. Without having been able to investigate the replaced part, we have not been able to draw any conclusion about the true cause of the reported system checkout failure apart from the issue having been caused by the faulty inspiratory pressure transducer.

Event description:
Manufacturer's reference number: (B)(4).